Manufacturer narrative:
Details of complaint: the nurse reported that the mean arterial pressure was not accurate on the bedside monitor (bsm). They stated the readings were off and "swinging all over." The example provided was that the arterial should be 65 but was reading 76. There were no errors or messages. The customer had tried several cuffs with no change in the readings. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to return the unit for evaluation. With the information available, a root cause cannot be determined. Follow up attempts with the customer did not receive a reply suggesting the issue had resolved. However, a review of the serial number history found a similar issue reported on ticket (B)(4). The ticket is currently in process. Calculating mean arterial pressure (map) using conventional techniques may lead to incongruous results when compared to those of the bedside monitors, or users may encounter problems when trying to switch the calculation method for map. There are two ways that a bedside monitor measures map and subsequently nibp, measure and calculate. The default setting for most bedside monitors is the measure method. Users may encounter issues when trying to switch to the calculate method because it can be protected behind password credentials, or due to user education regarding the settings.

Event description:
The nurse reported that the mean arterial pressure was not accurate on the bedside monitor (bsm). They stated the readings were off and "swinging all over." The example provided was that the arterial should be 65 but was reading 76. There were no errors or messages. The customer had tried several cuffs with no change in the readings. No patient harm or injury was reported.

Manufacturer narrative:
The nurse reported that the mean arterial pressure is not accurate. They stated the reading are off and "swinging all over." Example provided was that the arterial should be 65 but was showing 76. No other errors or messages. Customer has tried several cuffs, no change in readings. They are monitoring the patient on a bedside monitor (bsm). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the mean arterial pressure is not accurate. They stated the reading are off, and "swinging all over." Example provided was that the arterial should be 65 but was showing 76. No other errors or messages. Customer has tried several cuffs, no change in readings. They are monitoring the patient on a bedside monitor (bsm). No patient harm reported.